Event description:
Some smoke began coming out of a resectoscope working element during a tur procedure. The device was replaced with another one immediately and the case was completed. No pt problem was reported.